Manufacturer narrative:
Continuation of d10: 459888 lead implanted: (B)(6) 2015; 457453 lead implanted: (B)(6) 2009; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the hospital due to a fall. The physician found vegetation on the mitral valve resulting in severe anteriorly directed mitral regurgitation. The patient was given antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that intravenous (IV) medication for six weeks.

Manufacturer narrative:
Corrected: b2, b5 and h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the hospital due to a fall. The physician found vegetation on the mitral valve resulting in severe anteriorly directed mitral regurgitation. The patient was hospitalized and given antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.